Event description:
Approximately two years post procedure, the tissue valve was explanted due to cuspal immobility and stenosis caused by what appeared to be pannus formation on two to three of the cusps. The patient was reported to be recovering but in satisfactory condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.